Event description:
This (B)(6) year-old male patient had mitral valve replacement in (B)(6) 2014 due to endocarditis. Valve dehiscence caused a rocking movement of the valve resulting in a large perivalvular leak (pvl). The patient required intubation and was in critical condition in the ICU. An attempt to close the pvl was performed using a 6mm and 8mm amplatzer muscular vsd occluder (muscvsd) via a transapical approach. The patient had a large, thin walled cavity in the ventricle resembling an abscess; however, both muscvsds were deployed in the mitral valve pvl. Following closure of the pvl the patient experienced st elevation and a pressure drop. On transesophageal echocardiogram, a large tamponade was noted. The patient remained unstable and expired. The physician believes the change in pressure following closure of the pvl with the muscvsds caused ventricular rupture. The physician does not allege the event was caused by the devices. Please reference (B)(4) for the 6mm muscvsd.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer muscular vsd occluder was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder and the cause for the reported event remains unknown.